Manufacturer narrative:
Complaint conclusion: a report was received that the handle of a 6 x 200mm smart flex vascular stent deployment system (sds) broke during use on a patient. The device was removed intact and the procedure successfully completed with another device and with no reported patient injury. The site reported that the smart flex sds had been stored and prepped according to the instructions for use (IFU). Attempts to obtain further information regarding the vessel characteristics or procedural details have been unsuccessful. The device was returned coiled in a plastic bag with the female luer to outer sheath bond disconnected. The system was kinked approximately 122.5 cm from the distal end of the outer membrane. The correct amount of uv adhesive was observed in the female luer (11-16mm from proximal end of luer), as prescribed by the manufacturing specification. The heat shrink was also fully shrunk to the luer, but had been detached from the outer sheath. The bond region of the outer sheath was microscopically analyzed and found to have adhesive residue at the bond location typical of a pre-existing bond. The stent was inspected under the microscope through the outer sheath tubing for any damage to the stent. There were no kinks, bends, overlap of struts, or any other damage visible on the stent. Prior to disassembly, an attempt to deploy the stent was made but reached a force of 5.6lb force without deployment. This exceeds the bond strength for the outer sheath to female luer bond. A mandrel was then inserted into the inner core for more support to force the stent out of the outer sheath. The outer sheath was sliced open to visually inspect the inner surface of the tubing. The kink was inspected under microscopic view and noted that the inner surface of the outer sheath had minor damage consistent with being part of the kink. The inner surface of the outer sheath and the inner core lumen were also examined in the stent region for any signs indicating why the stent may have been stuck. Under microscopic view, there were no signs of damage to the inner surface of the outer sheath. The stent was then inspected again with no observed damage to the stent features. It was concluded that the handle broke at the outer sheath to female bond because the stent was stuck. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-partial deployment¿ event was confirmed based on the results of the visual analysis. Though the root cause of this event could not be conclusively determined, it is possible that the pusher and inner core lumen were moved with the stent and the kink occurred after the attempt to deploy the stent. It is presumed that these gross kinks, bends and breaks occurred during the procedure or during return shipment from the end user site. In the unlikely event that the gross kink in the system was present during use, it would cause high deployment force which could exceed the bond strength of the hemostasis valve to outer sheath joint. The reported ¿hemostasis valve - damaged-during use¿ event was confirmed based on the results of the visual analysis. However, the most likely cause of the broken handle, outer sheath to female luer bond joint is excessive force applied to the pusher in an attempt to deploy the stent. The cause of the high deployment force could not be determined. The product IFU cautions the user that if resistance if felt when initially retracting the outer deployment sheath, they should not force deployment. Users are guided to withdraw the sds without deploying the stent. They are further instructed that the hemostasis valve on the handle must be loosened to allow free movement of the pusher tube during advancement. Based on the information available for review, there are procedural factors (based on the results of the product analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment and investigation has been initiated to address this type of issue.

Manufacturer narrative:
(B)(4). (B)(6). The device was received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during percutaneous transluminal angioplasty (pta) procedure, the handle of the 6x200mm smartflex stent deployment system (sds) broke. The procedure was finished successfully with another device. There were no negative consequences for the patient. Product was stored and prepared according to labeling instructions. There is no further information available. Decontamination site reported the following: kink at 21.5cm from strain, stent deployed 1cm. It was further clarified that the handle of the device broke during stent deployment and the stent partially deployed. The sds including the partially deployed stent could be retrieved without any problems.

Manufacturer narrative:
A preliminary analysis of the device was received: the outer member of the received unit was found separated and bubbles were noted at the outer sheath connector at the glued area. The unit was sent for further analysis. A device history record (DHR) review and additional information is pending and will be submitted within 30 days upon receipt.